Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient continued to have low flow alarms after outflow graft relief surgery on (B)(6) 2025. The patient was at risk for an outflow twist. The event log file captured low flow events on (B)(6) 2025. The calculated flow appeared to have fluctuate below the alarm threshold of 2.5 liters per minute (lpm) during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. The low flow readings did not appear to be the results of any external equipment malfunction. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The system controller event log file contained events from 20jun2025, per the timestamps. The system controller periodic log file contained data from 09jun2025 through 20jun2025, per the timestamps. Multiple, transient low flow hazard alarms were captured throughout the event log file. Additionally, the periodic log file captured low flow hazard alarms on 10jun2025 and 17jun2025. No other notable events or alarms were captured. The pump operated at the set speed for the entire duration of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook, are currently available. Chapter 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 5 of the IFU, ¿surgical procedures¿, instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This chapter also explains how to attach the bend relief. Chapter 7 of the IFU, ""alarms and troubleshooting"", and section 5 of the patient handbook, ""alarms and troubleshooting"", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.